Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a protruded and loose drive support disk. The insulin pump had minor scratches on the display window, a cracked display window, cracked display window corner, cracked battery tube threads, a broken belt clip slot at battery tube threads area, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that insulin was squirting out. Drive support cap was noted to be protruded. Customer's blood glucose reading at the time of the call was 219 mg/dl. Nothing further was reported.